Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of not being able to feel the motor response was not determined, but the rep noted the likely cause as being "deficit to s3 nerve." No additional information was provided regarding the event. 707581350, high impedance.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va321pc, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via the manufacturer representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence it was reported that the new lead implant was attempted on the left side without the desired motor response.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.